Manufacturer narrative:
Section a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: this is not an implantable device. Section d6b: explant date: this is not an implantable device. Section e1: email address: unknown/ not provided. Section e1: telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was found there was foreign material during intraocular lens implantation. There was no delay in treatment or other interventions performed. No further information was provided.